Event description:
It was reported that a small volume infusor under infused during infusion. It was observed that the device did not finish on the scheduled day for which it was set and finished one day late. This issue occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.